Manufacturer narrative:
It was reported that the hl20 pump displayed the error messages: "ER+5" and "safety-s". A getinge field service technician was onsite and investigated the device in question. The technician confirmed the reported error messages. After that the technician replaced the motor control board, safety system board and the pump control board. Safety tests were carried out and the device was released for clinical use again. The reported error message: "safety-s" could be linked to the following root cause: - an error occurs when transmitting the signals via the control board to the safety system board. This causes that the safety system board to receive no or incorrect data and therefore triggers the error message: "safety-s". The reported failure ER+5 (5v error) was evaluated by the life cycle engineering: the 5v error is generated on the motor control board and supplies all the electronics in the roller pump module (rpm), including the safety system board. If there is a fault, the message depends on which subsystem notices it first. Accordingly, either error 5v test or error safety-s is displayed. The fst has replaced the motor control board, safety system board and pump control board, because one of them was actually the cause (e.g. By a defective capacitor) or only on suspicion because of the error message. A defective motor control board with the reported failure "err.+ 5vtest" has already been investigated in a similar complaint. The affected hl20 motor control board has been installed in a twin pump for testing. On start up the reported failure "err. +5vtest occurred with an acoustic alarm. The reported failure could be reproduced. The voltage adjustment ic8 shows a voltage of 0,5v higher (5,5v instead of 5v) in cold state. After replacing the ics the tpm works fine with the motor control board. Thus the reported failure could be confirmed. The most probable root cause is a defective voltage converter ic8 which emits a voltage supply that is above tolerance. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed both error message: "ER+5" and "safety-s". No patient involvement reported. Further information was requested but still pending. As soon as new information becomes available, a follow up emdr will be submitted.

Event description:
It was reported that the hl20 pump displayed both error message: "ER+5" and "safety-s". No patient involvement reported.